Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) france alleging that the patient's onetouch verio2 meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) and information obtained in a follow up call by medical surveillance (ms). The reporter could not specify when the inaccuracy occurred however stated during the follow up call that the subject meter read "0.250mg/dl" higher than a hospital meter. The time difference between tests is not known. The patient manages her diabetes with januvia, novonorm and metformin pills and the reporter stated that she did not make any changes to her usual diabetes management routine in response to the alleged issue. The reported detailed that on an unknown date after the meter issue, the patient suffered a "cerebral vascular accident", however during the follow up call confirmed this was unrelated to the meter issue and that the patient did not develop any symptoms, or receive any treatment as a result of the allegedly inaccurate results. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions as a result of the meter issue. The complaint is being reported because the results may not have met lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting.